Manufacturer narrative:
Investigation is ongoing. D4 UDI: (B)(4). This is report one of two for this case.

Event description:
Per report received from australia, it was a case of an implant of a 23mm sapien 3 ultra resilia valve, in aortic position by right transfemoral approach. During the procedure, difficulties were encountered during insertion of the first esheath into the patient. The vascular surgeon applied balloon assistance at the distal tip of the esheath to facilitate advancement; however, this attempt was unsuccessful. The esheath was subsequently removed from the patient together with the dilator, in accordance with the instructions for use (IFU). Upon removal, the sheath tip was observed to be bunched and sharp. A second esheath was then required and used to proceed with the procedure. During this attempt, minimal resistance was encountered during insertion, and the sheath was successfully positioned. At the end of the procedure, the delivery system was withdrawn through the esheath without issue. The dilator was then reinserted to enable sheath removal. Following removal of the second esheath, a small arterial dissection was identified, which required placement of a vascular stent. No damage was noted on the second esheath upon inspection. The patient remained in stable condition following the procedure. Per the reporter, the perceived root cause of the small dissection is related to challenging vascular access, characterized by small and calcified vessels, which required increased push force and manipulation during advancement of the first sheath. Additionally, it is possible the second sheath may have caused some trauma also.